Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿postoperative migration of short stem prosthesis of the hip joint¿ by pawel kaminski, et al, published by ortopedia traumatologia rehabilitacja (2015), vol. 17, no. 1, suppl. 6, pp. 29-38, was reviewed. The study aimed to assess the migration of the stem of the proxima hip prosthesis implanted in 164 patients between 2007 and 2012. Migration was defined as a change in the angle of stem position towards a varus deformity. The follow was 6-12 months post index tha. Implanted products: the only product studied was the proxima femoral stem. The acetabular components and femoral heads are unknown. Results: 6 revisions due to aseptic loosening of the stem 1 periprosthetic fracture- treatment unknown 1 postoperative infection- treatment unknown there were an unknown number of stems that migrated postoperatively. The mean change between months 1 and 12 was 8.21 degrees. No intervention or revision was required. The authors note that there were some stems positioned incorrectly during stem seating- the number of stems mispositioned are unknown. There was no treatment required for the mispositioned stems. Captured in this complaint: 9 proxima femoral stems."